Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Event description:
The customer reported via phone call that the insulin pump was exposed with moisture. Customer¿s blood glucose level was 224 mg/dl. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.